Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, when the physician attempted to engage the ventricular setscrew he inserted the wrench at an angle, despite being advised to insert the wrench straight into the grommet. The physician asked for a new wrench, and after the company representative returned from obtaining one, the setscrew had been removed entirely from the device, and fell onto the floor and not found. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.